Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: material#: 305180, batch#: 4178025. It was reported by customer that a piece of the rubber stopper on the vial of propfol for injection was found floating in the remaining medication vial after drawn up with a blunt fill needle. Rcc received a complaint via email. Incident or problem information: ahs mdip reference number (ID): (B)(4) date of incident (yyyy-mm-dd): on (B)(6) 2025, level of harm: close call - caught by process. Ahs optional report to cmdsnet (health canada): incident details: a piece of the rubber stopper on the vial of propfol for injection was found floating in the remaining medication vial after drawn up with a blunt fill needle. Device information: device name/description: needle blunt fill tip 18 gauge x 1.5 inch, manufacturer: becton dickinson canada inc, manufacturer code/model: 305180, serial or lot number: (B)(6), device expiry date (yyyy-mm-dd): 2029-09-30, supplier: (B)(4), supplier catalogue number: 308-305180, was the device retained? No.

Manufacturer narrative:
Pr (B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305180 and lot number 4178025. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.